Event description:
During prostate seed implant procedure the implant needle being inserted broke off, leaving 3.5cm of needle in prostate. The pt and his wife were informed of needle tip remaining in prostate gland.